Event description:
It was reported that the patient was burned.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: the patient was burned as he was in contact with the cable of the device. Probable root cause: - material/design error - manufacturing/assembly error - clogged suction path - hot irrigant fluid external to shaver - use error. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was burned.